Event description:
Boston scientific received information that this pacemaker, right atrial and right ventricular leads exhibited noise and oversensing, however, there was no evidence of pacing inhibition that resulted in greater than two seconds of asystole. The device had migrated in the pocket. It was suspected that the patient suffered from twiddler's syndrome and that the leads had pulled back in the device header. A revision procedure was performed and the leads were observed to be fully inserted in the device header and no header issues were confirmed. The device and leads were explanted and replaced. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.